Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. The status was shown as 64, which indicates a bios / cpu issue or a possible usb issue. Restarting the cns without the hdds, as well as with only one hdd in each drive did not resolve the issue. No patient harm was reported. Investigation summary: the reported device was not returned to nk for evaluation. After multiple attempts to obtain additional information, no reply from the customer was received. As such, a root cause could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/02/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 09/08/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 09/16/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. The status was shown as 64, which indicates a bios / cpu issue or a possible usb issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. The status was shown as 64, which indicates a bios / cpu issue or a possible usb issue. Restarting the cns without the hdds, as well as with only one hdd in each drive did not resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted. The status was shown as 64, which indicates a bios / cpu issue or a possible usb issue. No patient harm was reported.